Event description:
Customer reported receiving sensor error alerts. The blood glucose reading was 475 mg/dl. Customer declined troubleshooting for high blood glucose and treated with the insulin pump. He stated that the alert occurred after the initialization process. He stated that the sensor appeared to be fully inserted and flat against the skin. He stated that there was no damage on the connection bridge or pins. A test plug procedure was run and showed that the transmitter may not be functioning. Nothing further was reported.

Manufacturer narrative:
The transmitter was received with a damaged cow catcher corner. However, the transmitter passed the functional testing.